Event description:
This is filed to report single leaflet device attachment/slda. It was reported in a literature review, that mitraclip devices were implanted which resulted in a single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled, " retrograde retrieval of a novel large mitral clip after embolization into the left ventricle. " no additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available from the article, a cause for the reported single leaflet device attachments (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event estimated for (B)(6) 2021. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Literature attachment. Article title ¿retrograde retrieval of a novel large mitral clip after embolization into the left ventricle.¿